Event description:
About 3 months after having the essure procedure I started having severe lower back pain, abdominal cramping, nausea, chest pain, restless leg syndrome, weight gain, headaches, heart palpitations and anxiety resulting in facial twitching. (B)(4).